Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging unknown inaccurate results. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting (test results were not provided). There was no indication that the product caused or contributed to an adverse event.